Event description:
It was reported that the patient pretend in clinic for follow up. The implantable cardioverter defibrillator (ICD) showed a battery performance alert. No interventions were reported. The patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.